Event description:
Upon investigation of a medfusion 4000 pump 'syringe plunger not in place error' was found in the events log history. This is a high priority alarm which will stop any ongoing infusion which confirms the initially reported event. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
The suspected product was returned for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection cracked plunger case was noted. Upon functional testing syringe recognition check failed. Event history log was reviewed where syringe plunger not in place was found. The reported event was confirmed. Found missing tamper seals and the rack gear flippers where not aligned/installed properly. Correcting the rack gear flipper installation corrected the problem. Replaced both plunger cases. Recalibrated all sensors, passes all functional testing.